Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned. Visual inspection of the lead found an external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.